Event description:
It was reported by the clinician that they were stuck with the 18 ga x 7-1/2" needle with the 3-way stopcock. Additional info received from the distributor on 6/18/09 states the needle had been previously used on a pt.

Manufacturer narrative:
Sample will not be returned for eval.